Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 2 opening assessed as surgical damage. ¿ anxiety- product/procedure: unable to observe as it is not related to the device. ¿ delamination: no delamination observed.

Event description:
Healthcare professional later reported "textured" and delamination.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "textured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.